Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station wopx-7e1 time was off by 15 minutes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had wrong time. A technical support specialist (tss) dialed into the station, remotely accessed all stations, and manually updated the time. And customer acknowledged to close the case. The system functioned as intended after the technical support specialist troubleshot the device.